Event description:
It was reported that a rupture of the dialyzer¿s fibers after 3:39 hours of treatment. Treatment was discontinued. The patient experienced approximately 50ml of blood loss. Upon follow up, it was confirmed that there was a ¿massive blood leak alarm¿. There was a visible rupture of the inner membrane and venous catheter. The patient was hemodynamic stable. The patient was disconnected and treatment was not restarted. All fresenius products were used in treatment. There was no need for medical treatment or intervention and no harm to the patient. The sample is not available for evaluation.

Manufacturer narrative:
Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available and no meaningful pictures were attached. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Device history review showed that products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a rupture of the dialyzer¿s fibers after 3:39 hours of treatment. Treatment was discontinued. The patient experienced approximately 50ml of blood loss. Upon follow up, it was confirmed that there was a ¿massive blood leak alarm¿. There was a visible rupture of the inner membrane and venous catheter. The patient was hemodiamic stable. The patient was disconnected and treatment was not restarted. All fresenius products were used in treatment. There was no need for medical treatment or intervention and no harm to the patient. The sample is not available for evaluation.